Manufacturer narrative:
(B)(4). The reported device could not be positively identified by the initial reporter. However, based on information available, it is most likely an 82-8804pl. If additional information is received, this report will be updated. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the sales rep, a certas valve had unexpected setting changes after an MRI, also, it was noted on x-ray that the rickham was detached. The device was revised and is not being returned. There is no report of patient symptoms associated to this event.